Event description:
Pt was revised to address crepitus of hip.

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting, pt x-rays are not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; significant crepitus at the anterior hip capsular region; central scratching throughout the entire surface of the cup; hypertrophic synovium; fluid present. The information received does not change the MDR decision.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-72812. This report, 1818910-2010-03461 will be kept for investigation purposes. 1818910-2012-72812 is being rejected. Depuy still considers this complaint closed.